Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unspecified spinal surgery, the crosslink did not tighten enough for the surgeon to be comfortable so another crosslink was used and different tightening device as crosslink lock-nut was stripped." No patient complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device was returned for evaluation. Visual review confirmed damage to center hex nut. No other issue identified on the implant. The above observations are consistent with damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.